Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an impedance check, which identified a disconnected electrode impacting the system¿s magnetic resonance imaging (MRI) compatibility. The patient required an MRI, and a lead replacement was planned to restore the evoke scs MRI compatibility. During the lead revision procedure, the patient experienced a drop in blood pressure, and the procedure couldn¿t be completed as planned. As a result, the evoke scs system was explanted instead of proceeding with the planned lead replacement.